Event description:
Scout device began to malfunction by intermediately not reading the surgical site. Nurses had to continually reset the machine in order to get a few seconds of spot checking the surgical site. Handpiece and machine were both unplug and plug back in individually with no improvement.